Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 325mg/dl, 450mg/dl. Tests were done 2 minutes apart with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.